Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services recommended to perform a device interrogation to confirm status. At this time, the device remains in service. No adverse patient effects were reported.